Event description:
It was reported "after less than 10 minutes of treatment, the pump alarm helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. The catheter was immediately removed and change the new catheter." No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6) the lot number for the returned sample is 18f24h0044. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed in the original packaging tray/carton. Returned with the sample was supplied 40cc inflation driveline tubing. Upon return, the one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. No blood was noted on the interior or exterior surfaces of the returned sample. The sample was likely cleaned prior to the return. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0069in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute a ccording to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a cut consistent with co ntact from a sharp object was noted on the iabc bladder at approximately 20.5cm to 20.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 50.4cm from the iabc distal tip, which is the location of the clotted central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 33.7cm from the iabc luer, which is the location of the clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found" is confirmed. During the investigation, a puncture con-sistent with contact from a sharp object was found on the iabc bladder, which can allow blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after less than 10 minutes of treatment, the pump alarm helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. The catheter was immediately removed and change the new catheter.". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after less than 10 minutes of treatment, the pump alarm helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. The catheter was immediately removed and change the new catheter.". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.